Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced the feeling of being overfilled, shortness of breath, bloated and cramping during fill 2. The patient was connected to the amia device at the time of the events. The alarm for initial drain volume (idv) was generated. The patient selected smart drain during the fill and began to experience the symptoms. The patient did not disconnect or drain immediately. Renal therapy services (rts) reviewed the alarms, alerts and details and verified that the idv alarm and day therapy on previous last fill was 22 ml, fill volume was 1499 ml, drain volume was 1004 ml, and uf was -495 ml. The expected uf deviation was -483 ml. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis as discussed. There was no medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure and secure. There was no evidence of moisture or pest infestation, and no internal part damage. A short-simulated therapy was performed and was completed successfully without any delay or alarms. The pneumatic integrity test was checked and passed. No device failure or malfunction was identified during analysis. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed the programmed estimated night uf was set to 6.7% of the night therapy volume, which was below the recommended settings per the amia clinician guide. The estimated night uf value should be based on the average nightly uf from at least the past seven days of therapy for a specific program. The log data showed the patient average uf from the seven most recent therapies was approximately 638 ml. The probable cause of the reported shortness of breath was determined to be the programmed estimated night uf being set too low. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.